Event description:
Patient status post helical blade and nail implantation returned to surgeon for office visit. An x-ray showed the helical blade has cut out to the femoral head. Surgeon removed the hardware and revised to a long tfn and lag screw. Surgeon noted the fracture was healed. This is one of two reports for this event.

Manufacturer narrative:
Additional information has been requested. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.